Event description:
During follow-up, the device's battery impedance was measured, and premature battery depletion was suspected. The physician explanted and replaced the device and the patient was in stable condition.

Manufacturer narrative:
As-received device was operating in normal range of operation. Electrical testing of the device showed it to be operating at normal levels. Device was cut open and analyzed further to show that battery was still above eri level and functioning normally. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.